Event description:
Pt passed away post procedure. Surgeon proceeded to place the filter wire in the left internal carotid artery and proceeded to angioplasty the lesion with good results; however, unable to place the stent due to the guide catheters moving too much. In recovery, pt developed hypotension and a drop in hemoglobin as seen on lab values. She was stabilized and taken to the operating room, and there, it was discovered that the right groin had leaked from the previous punctures. Attempts to stop the bleeding were taken, but pt passed away. This was deemed related to the procedure, but not the device.